Event description:
The distributor reported that during the surgery at the end of reaming process, fluted reamer broke on femur bone in two pieces.

Manufacturer narrative:
Add'l info will be submitted once investigation is completed.